Event description:
It was reported to medtronic neurosurgery that a pt developed intraparenchymal edema, resulting in shunt removal.

Manufacturer narrative:
The device was not returned to the manufacturer. Therefore, an evaluation of the device was not possible. It is unk what may have caused the intraparenchymal edema in the pt. According to the instructions for use that accompanies the device, "the pt may rarely exhibit a reaction due to sensitivity to the implant." A review of the manufacturing records showed no anomalies.